Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer's son complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 1.1 inr with a fingerstick and the result from the laboratory was 1.6 inr. There was no adverse event. The result from the laboratory was believed to be accurate. The customer was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. Therapeutic range is 2.0-2.3 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.